Event description:
It was reported that during a right internal / common carotid artery stenting procedure, after carotid stenting and brachycephalic stenting, the na v6 embolic protection device (epd) recovery catheter would not pass through the implanted brachycephalic stent to capture the epd. A non-abbott recovery catheter was used successfully. There was no adverse patient sequela reported. One day post-procedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was not returned for analysis and may have assisted in the evaluation. Physical resistance experienced during the procedure can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and/or interaction with associated devices. To ensure this is not a manufacturing deficiency, there are many in process controls including 100% inspection for retrieval catheter tip welding procedure and tip outer diameter measurement, and units are 100% inspected for any damage. In this case, it is likely that interaction with the newly placed stent contributed to the reported resistance. The reported physical resistance and additional therapy/non surgical procedure appear to be related to the procedure circumstance and there are no indications of a product quality deficiency. Review of the device history record for this lot revealed no findings relevant to this event.